Manufacturer narrative:
One 6 fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly, although the latches were disconnected from the sheath. The locking mechanism was set to the fully rear-locked position. The opening of the carrier tube was inspected, and the anchor was visible within the opening. A kink was identified on the hemostasis sheath at the blood inlet hole. A kink was also identified on the locator at the blood inlet hole. Functional testing was performed by reconnecting the assembly, resetting the deployment mechanism, and re-deploying the device. The device was reset to the forward lock position and then re-engaged and set to the rear lock position. The anchor was capable of deploying properly and was able to post to the tip of the hemostasis sheath. The anchor was then pulled manually to test the deployment of the suture, collagen, and tamper tube. All components appeared to deploy successfully, and no issue was found with device functionality. The alleged failure mode of 'the whole device was pulled out,' was confirmed, as the device was returned in the fully rear-locked position without anchor deployment. The exact root cause of the incident cannot be determined, as the device appeared to function appropriately. The likely cause was determined to have been a kink in the tubing which prevented the device from deploying properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used as usual. There were no problems with insertion. A pre-deployment angiogram was performed, and the common femoral artery (cfa) was suitable for the use of the angio-seal. After inserting the device cap und pulling it back in rear lock position the whole device was pulled out. Hemostasis was achieved via manual compression for 20 minutes. There was no significant delay of the procedure, no significant blood loss. The procedure being performed was a percutaneous transluminal angioplasty (pta). A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, the device pulled out with no resistance. The estimated blood loss was less than 250cc. The patient was in stable condition and was not affected. No other devices or equipment were used with the reported product. This was a right femoral artery puncture. There were no multiple sticks, no high sticks, no surgical intervention and no extended hospitalization or ultrasound used to diagnose bleed.